Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the 3dmax light mesh (device 2). An additional supplemental emdr was submitted to represent the 3dmax light mesh (device 1). Note, the manufacturing date (15-oct-2017) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2019 ¿ patient was diagnosed with right inguinal hernia, recurrent left inguinal hernia and umbilical hernia thereby underwent laparoscopic repair with the implant of 3dmax light mesh (right - device 1, left - device 2). Per op notes, ¿right side was dissected. A medium 3dmax mesh (device 1) was placed into the preperitoneal space and attached with tacks over cooper's ligament to lateral sidewall and anteriorly. The left recurrent side was approached. A lateral recurrence was found. A large 3dmax mesh (device 2) was placed in the preperitoneal space and tacked to cooper ligament and additionally tacked to right medial mesh. Umbilical hernia was dissected. Umbilical plasty was performed with sutures.¿ attorney alleges abdominal pain, testicular pain and ecchymosis and swelling of testicles.